Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibited noise and oversensing on the rate/sense channel, leading to inhibition of pacing. The left ventricle port is plugged. A diskette was sent to guidant for technical services to review.